Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a stuck key on the keypad. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported issue of 'stuck key' was not able to be properly assessed due to a another constant alarm that was occurring. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The keypad will be replaced as a precautionary measure to address the customer issue. Should additional relevant information become available, a supplemental report will be submitted.